Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-01387. It was reported that the patient was no longer experiencing ineffective therapy from the scs system. As a result, surgical intervention was undertaken wherein the scs system was explanted. Reportedly, therapy was restored post-operatively.